Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx6mm, 0.3ml bd insulin syringe from an opened polybag from lot 9168934. Consumer reported when he removed shield, needle and hub are now stuck inside; cannot remove. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: there was debris in the dial. Corrective action: l2l dispatch #71462 to clean debris out of the dial. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue of hub separates.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit experienced hub separation during use. The following information was provided by the initial reporter: pet owner stated, when he removed shield, needle and hub are now stuck inside. Cannot remove 1 syringe affected.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit experienced hub separation during use. The following information was provided by the initial reporter: verbatim: pet owner stated, when he removed shield, needle and hub are now stuck inside. Cannot remove 1 syringe affected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit experienced hub separation during use. The following information was provided by the initial reporter: verbatim: pet owner stated, when he removed shield, needle and hub are now stuck inside. Cannot remove. 1 syringe affected.